Event description:
It was reported that a caucasian female patient who underwent an unspecified breast surgery with unknown mentor breast implant has experienced right-sided ¿not enough information¿ postoperatively. Right side issue mentioned per health care professional, limited information available. As a result, patient underwent bilateral replacements with unknown mentor implants on an unknown date. The type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. Note: current patients¿ event reported under: manufacturer report number: 1645337-2022-03483.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: not enough information. Manufacturer¿s reference number: (B)(4).